Event description:
One touch ultra meter would not power on. No symptoms of high or low blood glucose. The pt went to the hosp to have their blood glucose checked. No treatment given. No action taken by the pt following attempted use of the meter. The customer care rep performed troubleshooting; issue was not resolved. However no indication the product led to a serious event. The meter was replaced and return expected.